Manufacturer narrative:
Upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted with an incorrect PMA number. The correct number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted. Following the procedure, the patient experienced significant myopia and no improvement in far visual acuity. An exchange surgery was conducted and patient's vision improved following the lens exchange. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.